Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a revision. Additional information obtained indicates that there was no fracture or insulation break, however, it was felt that the rv lead was aiding phrenic nerve stimulation at pacing threshold. The rv lead was abandoned surgically. No additional adverse patient effects were reported.